Event description:
Legal claim alleges that patient underwent total hip arthroplasty on (B)(6), 2009, during which biomet m2a-magnum components were implanted. Patient alleges pain. No revision has been reported to date. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Associated package insert states under possible adverse effects: intraoperative or postoperative bone fracture and/or postoperative pain. This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2012-00267 through 00269).